Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 150 mg/dl and sensor glucose was 58 mg/dl, blood glucose 140 mg/dl and sensor glucose was 48 mg/dl at the time of incident when it triggered threshold suspend. The customer's mother declined helpline assistance. The sensor will not be returned for analysis.